Event description:
Spacelabs received a report that a patient monitor failed to alarm on paroxysmal supra-ventricular tachycardia (psvt).

Event description:
Spacelabs received a report that a patient monitor failed to alarm on paroxysmal supra-ventricular tachycardia (psvt).

Manufacturer narrative:
The subject device was tested by spacelabs at both the hospital and at the spacelabs facility with no problem found. The customer provided 6 patient waveform strips with alleged alarm failures. The evaluation of the strips confirmed that the device worked to specifications. A review of the patient's full disclosure data indicated that the monitor did alarm on paroxysmal supra-ventricular tachycardia (psvt) from 4 strips and alarm on a ventricular run from 1 strip. There is 1 strip with no alarm because the patient had an elevated heart rate for 2 minutes prior to the arrhythmia, which prevented it from being qualified as a run alarm. The customer has been made aware of our findings and we have concluded that this report is final and consider this issue closed.

Manufacturer narrative:
A spacelabs field service engineer (fse) investigated the matter at the customer's site and confirmed the issue. We have replaced the affected module on the customer's site and are collecting more data and information. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once additional information is obtained.